Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and right ventricular (rv) lead sought medical intervention due to exposure of the generator which had been implanted approximately six months prior. The patient was hemodynamically stable, with no signs of an acute infection and all system measurements were normal. Laboratory tests to be performed, along with diagnostic imaging, to determine an appropriate explant time. Subsequently, the implanted system was extracted. No return of product is expected and a future system implant to be discussed at a later date.